Event description:
Perclosure on bilateral sheath sites did not hold. The patient remained on a c clamp for greater than 4 hours. Surgery was not needed. Additional monitoring occurred during time patient had c clamp on. No indication of cause or what might have contributed to the device failure. Patient did fine and was discharged next day.

Event description:
Perclosure on bilateral sheath sites did not hold.